Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to sensor failure, the sensor wire was not visible on underside of sensor pod. No portion of the wire was visible at insertion site. Patient experienced no discomfort and required no medical intervention. At the time of her call to technical support, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.